Event description:
Litigation complaint received ad 30 mar 2022. Unf and medical records received. After review of medical records patient was revised was due to painful hip arthroplasty metal on metal articulation with inflammatory disease, symptomatic loosening of acetabular component with removal of the single screw. There were multiple cavitary areas involved at the back side of the cup. Doi: (B)(6) 2009, dor: (B)(6) 2017, left hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
Additional information stated that on (B)(6) 2009, patient's left hip was replaced to address degenerative joint disease using depuy sector cup, 36 mm metal-on-metal liner, trilock bps stem, and 36 mm metal-on-metal head. There is no reported operative complication. On (B)(6) 2017, patient's left hip was revised to address pain and metal-on-metal inflammatory disease, as well as symptomatic loosening of the acetabular component (bone to implant interface). Cup, metal liner, and metal head were revised--stem was retained. On (B)(6) 2012, patient's right hip was replaced to address degenerative joint disease using depuy sector cup, 36 mm marathon polyethylene liner, trilock stem, and 36 mm head. There is no reported operative complication.